Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while charging their controller for 5 hours the controller failed to charge and was hot to the touch. In addition the patient reports the pods charging cable had got hot causing damage to the base of the cable. The patient reports they had tried using a different non supplied charging cable and that cable had become hot to the touch as well. The patient reports their blood glucose level had rose to over 250 mg/dl.